Event description:
The patient's (B)(6) therapy systems includes two ipgs and two leads implanted in the occipital region (off-label). It was reported the patient experienced intense pain accompanied with flashes of white light travelling across her temporal and para orbital areas. The issue reportedly occurred with the initial activation of both ipgs following their replacement for expected end of life. An x-ray was taken for further interrogation revealing that the leads have migrated. The devices are suspected of sitting over a plexus in the skull thus producing the reported discomfort. Surgical intervention will be undertaken at a later date to address this issue. The patient has discontinued use of her therapy systems until such time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.